Manufacturer narrative:
This event occurred between july 23, 2022 to july 25, 2022. Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set was leaking. This issue was further described as, ¿leaking from the u¿. The leak was observed while priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to b3: this event occurred between june 23, 2022 to june 25, 2022 (previously submitted as july 23, 2022 to july 25, 2022). Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured between march 09, 2022 to march 10, 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. Pressure and clear passage under water testing was performed and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.